Event description:
Customer reports he began to feel weak and tested blood glucose on the advantage system with a result of 326mg/dl. Customer reports he passed out after this and emts were called. Customer's symptoms did not match results. Customer tested on emt meter with result of 30mg/dl; was treated with a glucose IV and woke up about a minute later. No control information was provided. A request was made for return of the suspect product and a replacement was sent.